Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
It was reported that the chest x-ray revealed that there was a five bore nasogastric tube identified in the patient's stomach. It is unknown how the tube broke apart and remained in the patient's stomach. The gastroenterologist believed the patient will need an esophagogastroduodenoscopy (egd)for removal. The tube was placed (B)(6) 2017 and visualized in pts. Stomach on (B)(6) 2017. Additional information received (B)(6) 2017 the retained section of the tube remains in the patient's gastrointestinal tract and has not passed yet. No additional information was provided.

Manufacturer narrative:
All information reasonably known as of 27-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received 06-dec-2017 stated the device was retrieved from the patient by a gastroenterologist who performed an oesophago-gastroduodenoscopy (ogd) in the intensive care unit (ICU). Additional information received 08-dec-2017 stated the device product code updated to 42-9368. Additional information received 21-dec-2017 stated the feeding solution given to the patient was nutrison protein plus. It¿s a nutricia feed.

Manufacturer narrative:
The device history record for the reported lot number, 78594, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The used sample was received in two pieces. The tubing was separated at the 32cm mark. At the point of separation, the tubing exhibited evidence of ballooning and subsequent rupture. Distal to the rupture, the tubing was discolored. Proximal to the rupture, the tubing did not exhibit discoloration. Using a syringe with small adapter tip, water was infused through the distal portion of the tube, at the point of the rupture. The water flowed freely and exited the distal skives. This process was repeated with the proximal portion of the tube. Again the water flowed freely with no obstruction. The root cause was attributed to excessive pressure caused by trying to unclog the tube by flushing. All information reasonably known as of 15-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).